Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging symptom of skin irritation and cancer. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
In previous report recall (z) number was added but this device is not under recall. Remedial action init and recall (z) number should be not applicable. H10 updated/ corrected.